Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography performed on (B)(6), 2009. According to the complainant, the nurse took the jagtome out of the package, prepared it and gave the device to the doctor. When the doctor tried to introduce the jagtome into the scope, the tip of the jagtome was bent. The device did not come into contact with the patient. The procedure was completed with another jagtome. No information was provided regarding the patient's condition after the procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).